Event description:
It was reported that there was a lead/extension issue which was lead migration. Actions required as a result of the event is a revision to move the lead back up 1 vertebral body. Diagnostic testing or troubleshooting was performed which included impedance testing, x-rays, and reprogramming. There were no impedances that were out of range. The patient had a fall. The patient reported a loss of coverage to the left upper thoracic spine and with reprograming they were able to recapture. But, they were not high enough up on the left thoracic spine. The left lead had migrated down 1 level. The plan was to reposition the left lead. There was an unknown date for the surgery and it was noted to follow-up in 6-8 weeks. The patient status at the time of the report was alive, no injury. There were patient symptoms or complications associated with the event which included pain at the left upper thoracic back. If additional information is received, a follow-up report will be sent.

Event description:
The company representative reported a month and a half later that it was unknown how the patient was doing, surgery has not been scheduled.

Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3550-39, lot# n249710, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional reported that lead revision was performed; the leads and implantable neurostimulator (ins) were replaced. It was also reported that the patient recovered without permanent impairment. If additional information is received, a follow up report will be sent.